Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument jaws would not close, and it was not possible to apply the clip. The use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The weck medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st clip application.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.63mm offset at the tips. A clip could be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. This failure likely caused the clip test failures observed. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Additionally, the instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain the clip through engagement but could not apply the clip. The clip was not able to clip onto the tubing after multiple attempts.